Event description:
In this event it was reported that three proultra surgical tips #1 broke during use on the same patient; no injury resulted. This report is for the second device.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. This report is for the second device. Using microscope visually checked tips. Tips were broken as indicated in complaint. No manufacturing defects or markings were noted on instrument. Complaint does not indicate what power setting was being used at time of breakage. Several factors may contribute to breakage of tips, such as number of uses, intensity, and pressure. All of these may affect the longevity of the tip. It is recommended that the tip be at treatment site before engaging power. Also, these tips should be used with water. No unopened product was returned for additional testing root cause unknown. Nothing unusual to report was found during DHR review.